Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the green plastic part of the cartridge was broken and it fell into the patient's cavity. A new reload was used to resolve the issue and complete the procedure. An endoscope was used to retrieve the broken piece. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and a photo were available for evaluation. Visual inspection found that one loading unit had a full staple complement. The other loading unit was fully fired. The jaws of both units were open. The cartridges of both loading units were inspected under a microscope, and no damage was noted. Functional testing noted that the loading units were loaded into a representative instrument. The interlock on the fully-fired reload was overridden. The loading units were cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was cleanly transected. The loading unit interlocks were tested and found to function properly. It was reported that a component disengaged from the device into the surgical cavity and the device broke. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.